Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, fold creases, white particles on the shell, and device appearance (observed split in patch area, it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). After autoclave cycle was observed: cloudy color in the gel and bubbles. Based on the device analysis the final assessment is: split in patch area, assessed as a workmanship.

Event description:
The device has been unilaterally replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.